Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the artificial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was selected for use. During the procedure, the balloon was dilated once at 22 atmospheres (atm) less than the bursting pressure. After 40 seconds, it was observed that the balloon pressure was decreased, and the balloon was damaged and longitudinally ruptured were noted. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. Visual examination of the returned device found that the balloon was tightly folded and did not appear to be subjected to positive pressure. The investigator inflated the balloon to its rated burst pressure with no leaks or issues noted. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual examination of the distal tip identified damage.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the artificial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was selected for use. During the procedure, the balloon was dilated once at 22 atmospheres (atm) less than the bursting pressure. After 40 seconds, it was observed that the balloon pressure was decreased, and the balloon was damaged and longitudinally ruptured were noted. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that 80% stenosed target lesion was located in the mild tortuous and moderately calcified vessel. The balloon ruptured upon first inflation at 21 atmospheres (atm). The expansion pressure was less than the burst pressure. After 35 seconds, it was found that the pressure had decreased and the balloon was damaged. The balloon was withdrawn from the patient due to pressure relief caused by the damaged balloon.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the artificial arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was selected for use. During the procedure, the balloon was dilated once at 22 atmospheres (atm) less than the bursting pressure. After 40 seconds, it was observed that the balloon pressure was decreased, and the balloon was damaged and longitudinally ruptured were noted. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that 80% stenosed target lesion was located in the mild tortuous and moderately calcified vessel. The balloon ruptured upon first inflation at 21 atmospheres (atm). The expansion pressure was less than the burst pressure. After 35 seconds, it was found that the pressure had decreased and the balloon was damaged. The balloon was withdrawn from the patient due to pressure relief caused by the damaged balloon.